Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the lod process. Customer's blood glucose level was 268 mg/dl.

Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A f/u MDR will be filed.